Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14541. It was reported that when the patient presented at a follow-up in-clinic, right ventricular lead noise causing noise reversion and high ventricular rates were observed. It was also noted that the left ventricular lead dislodged and was not capturing. The right ventricular lead was capped on (B)(6) 2019 while the left ventricular lead was explanted. Both leads were replaced successfully and the patient was stable before and after the procedure.